Event description:
Patient number (B)(6) had to stop chemotherapy treatment with 5-fu on cadd legacy plus pump because pump was reading error code "no disposable attached." The home health nurse was called out last night to try to remedy the problem and she disconnected and reattached the medication cassette and the pump worked fine. In the middle of the night, the patient stated the pump started alarming again so she turned it off. She went to (B)(6) cancer center this morning and the physician decided to go ahead and stop her treatment early because she has a procedure in the morning and she had received over half of the infusion. The nurse at the cancer center stated the tubing on the cassette looked "crimped" and they could not uncrimp it. However, they threw the cassette away. Patient connected on (B)(6) 2014 in the afternoon (unsure of exact time), pump alarmed due to not detecting cassette at 8pm (B)(6) 2014. Pump was restarted at 9pm and pump alarmed "no disposable attached" again at midnight. Patient turned off pump.